Manufacturer narrative:
Based on the available information, this event is deemed a serious injury and a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Note: this complaint issue associated with three (3) separate cases. Separate 3500a forms have been completed for the other cases. Reported to the FDA on april 4, 2016. (B)(4).

Event description:
It was reported that during an anastomosis of the bladder procedure, a total of four (4) devices were used. It was stated that three (3) of the device caused the patient to have to urinary retention. During use of a fourth device, the patient experienced a "bladder globe" which resulted in a rupture of the surgical site. It was reported that a non-convatec product was used to resolve the reported event. No further details have been provided.